Manufacturer narrative:
(B)(4).this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized and was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. On an unreported date, the patient was discharged from the hospital. Post discharge the patient was treated with intraperitoneal fortaz (dose, frequency, and duration not reported) for peritonitis. At the time of this report, the patient is recovering. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.